Event description:
Information received from the field notes that the patient fell and hit the pacemaker site. Afterwards, the device could not be interrogated with two different programmers with and without magnet. A software download failed.